Manufacturer narrative:
Third party service agent evaluated the customer device and verified the reported issue. It was concluded that the cause of the reported issue is the system pcb assembly, however it can not be replaced due to part obsolescence. The device was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes.

Event description:
Third party service agent contacted stryker to report that during a preventative maintenance their customer device would not complete it's boot up cycle. There was no report of patient use associated with the reported event.